Event description:
It was reported the patient's device had more volume than expected. The estimated refill volume was 3 ml and the actual refill volume was 16 ml. No studies were done at the time of the report. No symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if add'l info becomes available.